Event description:
Hosp reports unit inop. Hosp did not convey any info of pt injury or adverse health event associated with this complaint to the service agent.

Manufacturer narrative:
Inspected pcb and found input to ic u7 at pin 3 somehow became latched with a bad output which made the unit think it had a power loss causing the unit to go "vent inop." Somehow during handling of the pcb unlatched the ic; eliminating the alarm situation and the unit now operates normally. The cause of this failure was the failure of u7.